Event description:
The following patient comments were found posted on intuitive surgical's marketing feedback patient survey website concerning the outcome of their da vinci surgical procedure: I didn't recover as quickly as I thought. I wasn't fully prepared for the incontinence. I also developed a left hip pain that lasted for a month, maybe more because I am still in recovery. Doctors aren't sure if the hip pain is related to the procedure. No other information was provide. Late submission of this medwatch report is due to an oversight during review of the survey by isi marketing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the limited information provided in the survey, intuitive surgical was unable to follow up with the initial reporter of this event; therefore, the root cause of the reported event cannot be determined. A follow-up MDR will be submitted if additional information is received.